Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the balloon, valve seal, lock collar and doors appeared intact. The obturator and inflation bulb were received. A functional evaluation found that the balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, during the inflation of the structural balloon, the balloon did not inflate. The nursing staff grabbed another device off the shelf and continued the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, during the inflation of the structural balloon, the balloon did not inflate. They used another device and continued the case. There was no patient injury.